Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
No updates required.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with fj911r - abc self-locking assistance. According to the complaint description, the instrument broke during surgery. Working end of locking assistance tool broke off in screw head while in use. Both pieces of locking assistance tool removed from patient. An additional medical intervention was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).